Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The stirrer motor was replaced and the problem could be solved. In addition, also the patient pump was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The root cause of the reported issue is a blocked stirrer motor due to bearing damage caused by corrosion formation. Water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase led to corrosion of the balls of the bearing preventing the shaft from rotating freely.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed two error codes on the patient side at the start up. There was no patient involvement.